Manufacturer narrative:
The previous supplemental indicated 1 device experienced the reported issue; however, neither device in the initial MDR experienced the reported event; this vmsr no longer captures any events.

Event description:
This report summarizes 1 malfunction event, where it was reported the fowler collapsed. There was no patient involvement.

Manufacturer narrative:
It was originally reported that 2 devices experienced the reported issue; however, it was later determined that only 1 one device experienced the reported issue. Event has been updated to reflect this.

Event description:
This report summarizes 1 malfunction event, where it was reported the fowler collapsed. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field and the issue was confirmed; there were broken/damaged components. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, where it was reported the fowler collapsed. There was no patient involvement.